Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: alarm lamp board doesnt work. Alarm lamp board was replaced.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description: alarm lamp board doesnt work. Alarm lamp board was replaced.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - device evaluation: root cause: the problem described by the partner's service technician that the led was defective could be verified. The partner's service technician replaced the alarm lamp board. The device was tested and calibrated successfully by a certified service technician and released afterwards. Hamilton medical ag initiated a CAPA (CAPA_2023_08_0097) to investigate such complaints. Our supplier of the alarm lamp board was contacted, and the defective alarm lamp boards from different cases were sent to them for further analysis. However, the supplier of the leds in the alarm lamp boards rejected a deeper analysis, since the leds in question were outside the warranty period. The defective alarm lamp boards from different cases were further analyzed by an external expert (fraunhofer institut). According to their investigation report, the contacts of the leds on the alarm lamp boards are covered with a conductive silicone adhesive as potting compound. This potting compound is gas-permeable, so gaseous corrosive particles can penetrate this material and lead to chemical corrosion of the surface. The silver (ag as part of the conductive adhesive and of the premold leadframe pads incl. The wire bond pads) inside the package is chemically oxidized. Most oxides show an increase in volume compared to the element volume. By this increase in volume, a delamination of the potting and maybe the glue dye is possible. If this happens, the led may fail.

Event description:
Hamilton medical ag received the following incident description: alarm lamp board doesn't work. Alarm lamp board was replaced.